Event description:
A (B)(6) female pt called zoll customer support to report that her monitor wouldn't power up past the splash screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation, the monitor was unable to power up past the splash screen and was constantly resetting. The caused for the monitor resets was isolated to intermittent bga joints on the digital signal processor (dsp) u500 on the monitor c/a board. The root cause for the intermittent bga connections could not be positively identified, but the damage was likely caused by excessive stress on the c/a board. No adverse event resulted from the intermittent u500 component. The pt was issued a replacement monitor.